Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. Soda was consumed to treat bg. Reportedly, the customer had thought that the basal software was turned on; however, did not have compatible supplies for the continuous glucose monitoring (cgm) system for the bg values to be displayed from the pump. Recommendation was made to consult with healthcare provider regarding obtaining compatible supplies to utilize the basal software feature.